Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 20 mg/dl. The mother had no further information at the time of the call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.